Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure on (B)(6) 2007. According to the complainant, during a follow-up visit on (B)(6) 2008, the patient reported "partial obstruction - voiding". The procedure was successfully completed. During the 12-month follow up visit on (B)(6) 2010, it was reported that the partial obstruction voiding had significantly improved.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).